Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the teflon pad melted. White fragments from the teflon pad fell inside the patient and were not retrieved. The customer removed the instrument right away and used a backup instrument to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The teflon pad melted like powder as soon as the customer started to use the instrument. The powder was not retrieved. It was unknown what caused the melting to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the issue). The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation, although it was requested to be returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. In addition, a review of the site's complaint history identified no other complaints related to the instrument or this event. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer (cde). The following additional information was provided: in the short clip, some deformation of the teflon pad can be observed after a number of activations. The possible cause could not be determined from this video alone ¿ return of the instrument for failure analysis would be required. However, I can see that during many of the activations included in the video, tissue is only between the distal tip of the blade and clamp arm. This means that most of the length of the blade and clamp arm are contacting each other during activation. The following language from the harmonic ace user manual addendum may help prevent this type of damage to the instrument: caution: care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Note: to avoid damage to the tissue pad, keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad. Based on the information provided at this time, this complaint is being classified as a reportable adverse event and malfunction event due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the harmonic ace was found to have the teflon pad melted. Powder like fragments fell inside the patient and were not retrieved.

Manufacturer narrative:
D11-intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "when installing the instrument, teflon pad was melted and white fragments fell down. Customer removed the instrument right away and completed the procedure with back up instrument". The instrument was found with teflon pad physically damaged. Missing material, approximately 0.05¿ x 0.03¿, was not returned. Root cause is attributed to user mishandling/misuse. Failure analysis found the primary failure of teflon pad damage to be related the customer reported complaint. Instrument log review: a review of the instrument log for the harmonic ace (part # 480275-08/serial# (B)(6) associated with this event has been performed. Per logs, the instrument was used on 31-dec-2021, on system sk3594. This is a single-use instrument. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by cde team. The following additional information was provided: in the short clip, some deformation of the teflon pad can be observed after a number of activations. The possible cause could not be determined from this video alone. However, I can see that during many of the activations included in the video, tissue is only between the distal tip of the blade and clamp arm. This means that most of the length of the blade and clamp arm are contacting each other during activation. The following language from the harmonic ace user manual addendum may help prevent this type of damage to the instrument: caution: care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Note: to avoid damage to the tissue pad, keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad. Failure analysis confirmed the root cause is attributed to user mishandling/misuse. No further escalations required for the image review. In addition, the following information was obtained: the procedure being performed on the date of the event was a thyroidectomy. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 corrected information can be found in the following fields: d1 (brand name), d4 (lot number and batch sequence), d4 (unique identifier -UDI #), h4 (device manufacture date). Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.